Event description:
The customer's husband reported via phone call that customer was experiencing high blood glucose level and their infusion set cannula kept bending. Customer¿s current blood glucose level was 454 mg/dl and other blood glucose level was 307 mg/dl. Customer stated that they felt very sick and did not feel okay to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.